Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the patient was admitted due to malignant bladder tumor. On (B)(6) 2025, under general anesthesia, the patient underwent specialized treatment for bladder tumor via urethra and a percutaneous pelvic abscess puncture drainage procedure, returning to the ward at 12:05, equipped with a three-way foley catheter and a bladder stoma, both properly secured with smooth drainage, leading to the outflow of light-yellow urine. At 00:16 on (B)(6) 2025, the patient was conscious; while getting out of bed, the catheter dislodged. Upon examination, the end of the catheter was intact, but the water bag was visibly ruptured. The physician was notified, who repositioned the catheter, reinserted it properly, and 200ml of light-yellow urine was drained, allowing the patient to rest quietly.

Event description:
It was reported that on (B)(6) 2025, the patient was admitted due to malignant bladder tumor. On (B)(6) 2025, under general anesthesia, the patient underwent specialized treatment for bladder tumor via urethra and a percutaneous pelvic abscess puncture drainage procedure, returning to the ward at 12:05, equipped with a three-way foley catheter and a bladder stoma, both properly secured with smooth drainage, leading to the outflow of light-yellow urine. At 00:16 on (B)(6) 2025, the patient was conscious; while getting out of bed, the catheter dislodged. Upon examination, the end of the catheter was intact, but the water bag was visibly ruptured. The physician was notified, who repositioned the catheter, reinserted it properly, and 200 ml of light-yellow urine was drained, allowing the patient to rest quietly.

Manufacturer narrative:
He reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/exposure to petrolatum based products/mechanical failure/operator error). Pfmea ra87p003 rev 23 (sac manufacturing process) was reviewed for this investigation and has addressed in step/item # 3. A potential root cause for this failure mode could be due to thin sac that may lead to burst balloon. Based on information in the fmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. A review of the device labelling has been conducted for investigation purposed. The IFU is attached in the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.